Manufacturer narrative:
Correction: a1 product event summary: the pump, associated driveline cable and the controller were not returned for evaluation. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the alarm log files revealed an electrical fault alarm logged due to over-current conditions resulting in the stators failing at 20:14:28 on (B)(6) 2019. A vad stop alarm was simultaneously recorded at the time of the electrical fault alarm. A pump stop event was logged at 20:14:29, followed by a motor start at 20:14:37. As a result, the reported pump stop event, vad stop alarm, and electrical fault alarm were confirmed. Additionally, the reported low flow event was confirmed via log file analysis which revealed one low flow alarm recorded on (B)(6) 2019 at 20:37:53. Of note, it was reported that the driveline was cut during surgery. The reported driveline damage could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported pump stop event and electrical fault/vad stop alarms can be attributed to the reported cutting of the driveline during surgery. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Additional products: controller ¿ con400879. H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2019-07-31, UDI #: (B)(4), mfg date: 2018-07-24, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) stopped and the controller exhibited a vad stop alarm, an electrical fault alarm and low flows during cardiac transplantation. It was further reported that the driveline was slightly cut during surgery and the patient experienced low perfusion and low blood pressure. The devices are no longer in service. No further patient complications have been reported as a result of this event.